Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-16963. It was reported that the patient presented in clinic for follow-up. Upon device interrogation, it was observed that the right ventricular (rv) lead exhibited decreased sensing and high capture thresholds. In addition, the left ventricular (lv) lead exhibited high capture thresholds. Diagnostics and x-ray confirmed dislodgement of the rv lead and micro dislodgement of lv lead. The rv lead was explanted and replaced, and the lv lead was explanted. The patient was stable.